Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review. Part number: 03.620.002. Synthes lot number: 5061633. Supplier lot number: n/a. Release to warehouse date: 03-mar-2006. Expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stardrive screwdriver shaft was stripped during an anterior lumbar interbody fusion (alif) procedure on (B)(6) 2017. Another screwdriver shaft from the set was used to complete the surgery with no delay. The procedure was successfully completed with great patient outcome.this complaint involves one device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, drawing review and device history records review were performed as part of this investigation. The returned driver was examined and the distal tip was found to be slightly stripped with minor deformation of the distal driver lobes. No definitive root cause was able to be determined however the failure mode is typically associated with the application of torque when the driver tip is not fully engaged with the screw¿s drive recess and/or the application of excessive force. The compliant condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis was able to be performed of the distal tip due to post-manufacturing damage. The stardrive screwdriver shaft t25/6mm hex ¿ long (03.620.002) is noted in multiple system technique guides including: pangea degenerative, cannulated pangea and antegra. In each system, the driver shaft is available for screw insertion and removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.